Manufacturer narrative:
The end user bought this chair used from the provider 3 to 4 years ago. He stated that the chair was comfortable but felt ¿tippy¿. The end user said he didn't remember being fitted or measured for the chair when purchased and did not mention that it felt tippy to anyone until after the incident. He also stated, ¿he didn't have his seat belt on because he sometimes has tone and he is afraid when he stiffens up he will slide out of the chair.¿ the provider went out to assess the chair, performed testing and found the chair did not malfunction. The dealer stated that the end user drove it on an incline that was steeper than the chair could handle. The provider performed maintenance and is going to change the center of gravity to better fit the end user¿s needs. The owner¿s manual for this device has multiple warnings including: warning! Risk of injury or damage: incorrect set up of this wheelchair performed by users/caregivers or unqualified technicians can result in injury or damage. Danger! Risk of death or serious injury: not wearing your seat positioning strap could result in death or serious injury. ¿ always wear your seat positioning strap. Your seat positioning strap helps reduce the possibility of a fall from the wheelchair. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, seat positioning strap must be replaced immediately. Warning! ¿ to determine and establish your particular safety limits, practice use of this product on various sloping surfaces in the presence of a qualified healthcare provider before attempting active use of this wheelchair. Other general warnings listed within this document also apply. ¿ always reduce speed when traveling up or down an incline or over obstacles and rough terrain. Traveling under these conditions may shift the users weight forward resulting in reduced stability.

Event description:
The end user stated that he was thrown from the chair when he attempted to drive over a steep dip in the sidewalk. X-rays were done confirming his right ankle to be fractured and he has an abrasion on his right elbow.